Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Visual/microscopic inspection: unable to perform a sample evaluation as the device was not provided. Functional/performance evaluation: na, medical records: based on the medical records, the investigation is confirmed for a tilted filter. Conclusion: the device was not returned. Medical records were provided and reviewed. The medical records allege that a g2x filter tilted upon deployment and was captured and retrieved successfully. A new g2x was allegedly deployed successfully according to the medical records. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters.

Event description:
It was reported that during the deployment of a vena cava filter, the filter tilted. Reportedly, the filter was captured, retrieved and a new vena cava filter was prepped and deployed successfully. Per medical records provided, there was no report of patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.